Event description:
The facility biomedical technician reported a broken door. Information was not provided regarding whether or not the problem occurred during a patient infusion. It is unknown if there were any reports of injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being submitted in accordance with instruction from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 19, 2007. Evaluation summary:the facility refused to return the device to baxter for evaluation. The device was repaired by the facility's biomedical technician.